Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 380 mg/dl, while wearing the pod between 5 and 24 hours. The patient was sweating and performing physical work. The pod reportedly detached from the leg, causing the cannula to dislodge. As treatment, a new pod was placed.